Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were scrolling without the user's input. No significant event leading to button error or keypad anomaly were observed. Customer reported that the insulin pump was freezing and unable to confirm if the time is advancing. Customer had a high blood glucose of almost 400 mg/dl and treated with insulin pump. Customer's blood glucose was 151 mg/dl the morning prior to call. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.